Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The physician programmed the device to vvi 40. Ventricular sense, then ventricular pace at 800ms was then observed as a result of ventricular rate regulation (vrr) being programmed on. To date, no adverse patient effects were reported during this clinical observation.